Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2wh9b serial# implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were noticing a return of urinary symptoms. No falls or accidents noted. Caller attempted using different programs and seeing the max settings message at 0.3-0.6 on different programs. Reviewed follow up with hcp. Additional information was received from the patient. They referenced this case in a separate call for report of therapy issues and said system had to be replaced because there were breaks in the wire. Patient said that they didn't really fall, but said was putting wire in a chicken pen and slid down to the ground. Patient said that the doctor said that was enough stress on the components, so the system was replaced.